Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient had a seizure and had a get an MRI done. It was reported that they had to remove the sensor from the patient's body for the MRI. At the time of the report, the patient was being evaluated by the healthcare provider at the hospital and the patient's parent ended the call. No further event information was provided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.